Event description:
Alarming iabp (balloon pump). On arrival, iabp console show leak in system alarm. Checked all the connections multiple times. Whenever we click start on iabp, it works for less than a min then it automatically switch to standby mode. Checked connections multiple times, still the iabp switched to standby mode with same alarm. Decision was made to remove iabp without removing the sheath in groin in case needed for emergency. Patient coded with refractory vt. Patient expired. Iabp kept stopping. Low helium alarms were occurring. Iabp was stopped and removed. Unclear if this was related to failure of iabp. Nursing staff went through changing 3 consoles. Iabp equipment not sequestered. Catheter available for review.